Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. Bends were present along the length of the pusher assembly. The embolization coil was detached and had offset coil winds along the length. The pusher assembly was fractured at the distal tip approximately 178.0 cm from the proximal end. Conclusions: evaluation of the returned ruby coil revealed that the embolization coil had offset coil winds along its length. If the device is forcefully advanced against resistance, damage such as offset coil winds may occur. The lantern used in the procedure was not returned for evaluation and the returned device was damaged and functional testing could not be performed; therefore, the root cause of the reported resistance could not be determined. Further investigation revealed that the pusher assembly was fractured, the embolization coil was detached and the pusher assembly was bent along its length. These damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the celiac artery using ruby coils. During the procedure, after advancing approximately 30 centimeters of a ruby coil into a lantern delivery microcatheter (lantern), the physician experienced resistance and the ruby coil became stuck before reaching the distal end of the lantern; therefore, the ruby coil was removed. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.